Manufacturer narrative:
There is not enough information available to further investigate the reported patient incident without an ics database containing data for the date of the event. This report is complete, and this issue is considered closed. Spacelabs will submit a supplemental report should additional information become available. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021 there were multiple instances of failure to alarm for vtach involving 2 patients. There was no reported injury to any patient in association with this report. This issue is under investigation.